Manufacturer narrative:
The following sections were updated/corrected/added. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure' was unable to be confirmed based on unavailability of relevant imagery and/or medical records. Due to limited information, a definitive root cause was unable to be determined.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal procedure where after an unknown implant duration, a single leaflet device attachment (slda) occurred. The patient underwent reintervention with evoque valve.